Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The dislodged stent was able to be confirmed. The failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint database revealed no other incidents from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a moderately tortuous, moderately calcified, mid right coronary artery procedure, the 3.0 x 23 mm xience xpedition failed to cross the target lesion and the stent dislodged onto the distal shaft, the dislodged stent was easily removed from the anatomy as it was located on the shaft. Another xience xpedition was used to successfully complete the procedure. There was no adverse patient effect or a clinically significant delay reported. There was no additional information provided.